Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that code 1003 is valid, and the battery voltage was below expectations. The device appears to be depleting prematurely for an unknown reason. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that code 1003 is valid, and the battery voltage was below expectations. The device appears to be depleting prematurely for an unknown reason. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received indicated that the device was surgically explanted due to code 1003 and was replaced. Subsequently, the device was returned and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the device case and header noted no anomalies. A memory dump was performed, and review of memory noted battery low voltage fault code was declared and that the battery voltage is behaving below expectation. Coulomb count was also performed. All supplies current is normal. A leaky bypass battery cap that not accounted for in the coulomb count was expected. The device case was opened, and internal visual inspection noted no anomalies. The investigation conclusion code was selected based on analysis evidence of a failed low voltage ceramic capacitor.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that code 1003 is valid, and the battery voltage was below expectations. The device appears to be depleting prematurely for an unknown reason. Device replacement was recommended. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received indicated that the device was surgically explanted due to code 1003 and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.